Manufacturer narrative:
Concomitant medical product: product ID: 5076-45, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged, and upon revision the right ventricular (rv) lead dislodged and was revised. It was also reported that the right atrial (ra) lead exhibited diminished p waves and n capture. The leads were re-programmed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was explanted and replaced.